Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2014 - medical records were obtained. Medical records indicate instability associated with traumatic injury. Upon revision, metallosis and cysts were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision.

Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
Litigation papers state patient is deceased. No date of death provided. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Per the initial reporting patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.